Event description:
The customer reported that during a laparoscopic cholecystectomy procedure the forcetriad generator issued an error message of a problem with the instrument. The connections to the device were verified, generator equipment was tested, and the same message occurred. A new ligasure blunt tip was used which worked perfectly. There was no patient injury. The device was received for investigation with evidence of arcing and the device failed hipot tests.

Manufacturer narrative:
(B)(4). One used lf1537 was received for evaluation and visual inspection found a small pit on the side of the jaws. The device was activated on simulated tissue while pressing the button in various locations to detect any problematic activation issues. The rotation knob was turned to each stop and activated. Functional testing was also performed on porcine kidney tissue. Multiple seals on various size vessels were made. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. Finally, the device was evaluated with the hipot tester and failed. It was determined that the insulation between the jaw and the seal plate was inadequate. The investigation identified the root cause of the reported event to be a supplier issue.